Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was hospitalized due to experiencing diabetic ketoacidosis. Reportedly, the customer was using apidra insulin in their cartridge during this event. The contact and customer declined to provide any additional information regarding this event.